Event description:
The pt became septicemic following a dialysis treatment in 2001. Blood cultures revealed enterobacter cloacae a gram-negative organism. The pt was successfully treated with antibiotic therapy. Enterobacter cloacae organisms were also cultured from the waste handling option (who) of the machine.